Manufacturer narrative:
The subject otv-s7proh-hd-12e has not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s7proh-hd-12e to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the subject otv-s7proh-hd-12e, the endoscopic image displayed on an unspecified monitor suddenly became dark. The user facility replaced the subject otv-s7proh-hd-12e to another camera head to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
The subject otv-s7proh-hd-12e has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s7proh-hd-12e to determine the cause of this phenomenon when omsc receives it. A local service engineer made the following report. The subject otv-s7proh-hd-12e has been checked according to the service inspection standard. We found that the subject otv-s7proh-hd-12e did not output images and the cable of electronic board was longer than the standard. The local service engineer replaced the cable unit and the ccd unit. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s7proh-hd-12e not returned to olympus medical systems corp. (Omsc) for evaluation. The root cause of this event could not be conclusively determined, because omsc could not investigate the subject otv-s7proh-hd-12e. As the local service engineer replaced the cable unit and the ccd unit, there is possible that the cable unit and/or the ccd unit were broken by unspecified degradation. Olympus medical systems corp. (Omsc) checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".